Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noise on this right atrial (ra) lead that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Technical services informed the noise appears to be due to myopotential. The patient did not experience any pacing inhibition. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).